Event description:
A report was received via sales rep, and rn assistant to physician in which boneplast was removed due to infection. It was reported that the pt had the iliac crest regrafted with boneplast in 2000, following removal of pro osteon 500 at the graft site. In 2000, 11 days postoperative, the pt noted copious drainage and exudate from the surgical site. Keflex 500mg, one tablet four times a day was prescribed. Three days later the pt was still experiencing drainage, tenderness, erythema, and edema. Results of a culture taken at that time showed rare alpha gamma strep, few enterococcus, presumptive non-group d. The pt's antibiotics was changed to cipro 500mg, one tablet twice daily. In 2000, physician removed the boneplast which was noted to be loose, debrided the site and regrafted the iliac crest with pro osteon 500 and boneplast and the pt was placed on vancomycin. At the time of this surgery, there was no evidence of exudate or drainage. Physician stated that this event was not related to nor exacerbated by the presence of the boneplast bone void filter.